Event description:
Overdelivery due to operator error reported: the pt was receiving two infusion therapies via two pumps, both attached to the same pole. One pump was delivering hydration fluid at 70.0ml/hr and the other was delivering morphine sulfate 0.5mg/ml at 1.0ml/hr. The pump delivering the hydration fluid was located above the pump infusing the morphine sulfate. It was reported that the morphine sulfate bag was hung at approximately 20:00 and empty by 22:40. The customer contact could not recall the total volume of the morphine sulfate container. At the time of the event, the pt's respiration rate was 6 breaths/minute, but it was reported that pt was awake, alert and orientated. The event occurred on an extended care floor without the necessary equipment to assess and monitor the pt. Pt was transported to the emergency department for assessment, evaluation and monitoring. According to the customer contact, the pt remained alert and orientated and there were no medical interventions related to the reversal of the oversedated state rendered. The morphine sulfate was held until the pt's respiratory status improved to within acceptable limits and restarted with a replacement pump. According to the customer contact, it was discovered during internal investigation that the pump infusing the morphine sulfate was programmed at 70.0ml/hr. Though requested, there was no add'l info available.